Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl, with large ketones, and the cause was not known. A bolus via the pump was delivered and due to the high bg, the customer's spouse assisted the customer by administering an insulin injection. The pump supplies were changed multiple times. Reportedly, during the last supply change prior to the call, insulin was observed to be rising and lowering within the tubing. However, during a pump system check at the time of the report, no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.